Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the right arm base assembly is broke at the pivot point in the rear where it attaches to the frame. Dealer believes the customer might have hit something. Dealer states client is "kinda" rough on his wheelchair. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.